Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle, as indicated by damaged anterior cuff tabs and needle barb. One of the anterior cuff tabs was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: anterior cuff tab missing/cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that the device was to be returned for analysis; however, no specific information was available. Multiple attempts to obtain specific information were unsuccessful. Upon analysis of the returned device it was found that a posterior cuff miss had occurred and an anterior cuff tab was broken off and not returned. The location of the anterior cuff tab is unknown. This would result in a failure to achieve hemostasis.